Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired on the renal vein. After firing, oozing of blood occurred on the specimen side. Closer inspection showed consistent staple formation on pt side, however, some staples had failed to form correctly on the specimen side. The result was that surgeon had to apply clips to renal vein to stop bleeding. The procedure was prolonged by five minutes. There were no reported adverse consequences for the pt. The device was discarded.